Manufacturer narrative:
A draeger fse was dispatched who could not duplicate the reported symptom of a ventilator failure. Log file entries were pointing to a sporadic malfunction of the light barrier that controls the piston movement in the end position. The respective parts were replaced, the device passed all tests and has been returned to use w/o further problems reported since then. When a ventilator failure occurs the device switches off the automatic ventilation and posts a corresponding alarm. Manual ventilation and monitoring remain fully functional and, reportedly the user could finish the procedure by means of manual ventilation w/o consequences for the patient. A sporadic malfunction of a single component after more than 11 years of operation can be considered acceptable and the device behaved as expected for this error condition.

Event description:
Please refer to initial MFR. Report #9611500-2015-00289.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.